Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient states they feel an electrical sensation throughout their body. There are no known factors that may have led or contributed to the issue, no troubleshooting performed, no actions taken, and the issue has not been resolved. All impedances were within normal range.